Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm active while to the mobile power unit (mpu) was confirmed via the submitted log file. The heartmate mobile power unit was not returned; however, log files were submitted. The submitted log file contained data spanning approximately 2 days (B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on (B)(6) 2021 from 07:37:21 to 07:37:28. During these times, the log file displayed a low voltage hazard, power cable disconnect, and no external power alarm when the rsoc voltage and bus voltage dropped below the expected voltage threshold. The backup battery was able to support the system with no issues and pump speed was not affected by the alarms. The alarms resolved at 07:37:28 when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mobile power unit, the cause of the no external power and power cable disconnect alarms, cause of the pi events, and the patient status/plan; however, no response was given. The root cause of the reported event could not be determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate iii patient handbook (rev. C) under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power alarm. The event log displayed power cable disconnects, low power hazards, and no external power on (B)(6) 2022 at approximately 7:37am while on the mobile power unit (mpu) it was reported that these events appeared to have occurred during routine change in power from mpu to batteries. Per analysis by the manufacturer's technical services, this may also have been due to the power cord coming loose from the wall outlet or the house losing power. There was no interruption in pump support.